Event description:
It was reported that liquid leaked out from the dacapo powerpack while in use. No injury occured.

Manufacturer narrative:
The device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.